Manufacturer narrative:
Additional information : the lot was manufactured from october 15, 2018 - october 18, 2018. Two (2) actual samples were received for evaluation. Unaided visual inspection was performed which observed excess silicone fluid on all the valve body ports and caps of both samples. The reported condition was verified. The cause of the condition was determined to be a supplier manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submit.

Event description:
It was reported that two (2) exactamix 2400 valve sets had ¿oily foreign material¿ at the port cap. This was observed prior to patient use. There was no patient involvement. No additional information is available.